Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The first of three reports involving the same facility. A dermatome blade for model s electric dermatomes was involved in an incident during a grafting procedure. The incident was described as follows; a pt who was undergoing a graft from his left lateral medial thigh experienced a shredded and or a "defective" graft during the procedure. The model s electric dermatome (lot # s164) was being used at the time. The graft thickness was set for .014. A second graft site was required as a result. The pt did not require any additional treatment to the first site as a result of the unsuccessful graft.